Event description:
It was reported that the insulin pump alarmed, then had a blank display. Troubleshooting was performed, but the screen remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a faulty mother board. Unable to test for the error alarm due to the frozen display. No blank display was noted.